Event description:
It was reported that the device shows hardware error, the device locked disabled system failure. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca(printed circuit assembly), the replacement of which was recommended. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device shows hardware error, the device locked disabled system failure. There was no reported patient involvement.